Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/30/2020. A manufacturing record evaluation was performed for the finished device lot mpj345, and no non-conformances were identified. Additional h3 investigation summary: two unopened samples of product code eh7474, lot mpj345 were returned for analysis. The complaint samples were not received for evaluation. During the visual inspection of two samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/24/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a vascular procedure on (B)(6) 2020 and suture was used. The needle was detached from the thread. Another device from a different lot was used to complete the procedure with 5 minute delay. There were no adverse patient consequences reported.